Event description:
It was reported to global technical services that a cassette had leaked in a homechoice machine (hc). The leak was discovered after a training sessions when the door of the hc was opened. The customer also stated that the door was sticky.the customer stated that this hc and set was used for training, so the set had been reused for about a month. There was no patient involvement.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was visually inspected with no issues noted. Clear passage and clamp function testing were performed with no issues noted. The set was ran on the homechoice with no issues noted. Leak testing identified a leak in the cassette. The sample confirmed the reported problem. The root cause was intentional mis-use. The set was being reused for training. A labeling review found that all printed pouches for disposable products intended for single use are labeled with 'this device is intended for single use only.' A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.